Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring over 600 mg/dl that morning with vomiting. The patient reportedly self-treated by administering insulin boluses and did not require any treatment outside of health care provider recommendations. The reporter alleged the patient experienced the hyperglycemia as a result of the auto off alarm in the insulin pump occurring too early. This complaint is being reported because the patient experienced an adverse event while on insulin pump therapy with a pump that allegedly malfunctioned. This issue was not resolved with troubleshooting.